Event description:
A complaint was received that after charging the ipg, the pt had suffered a burn at the ipg pocket site. The burn was described as blisters with black and blue bruising. The pt was prescribed augmentin antibiotics and topical ointment. The pt was experiencing a low grade fever. The pt insisted that the ipg be replaced. However, after examining the pocket site, the pain physician determined that there was no discomfort involved and decided not to explant the device. The physician advised the pt to seek a different surgeon if she wanted to have the device explanted. The pain physician thinks that the pt burned herself and it was not device related. The pt's blisters have healed and the pt is currently seeking a new pain physician.